Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and it was observed that there were no issues with the system or software. A review of the device log files was performed, and it was observed that the anterior resection plane was verified with the pointer and found to be within 0.5mm to the plan. Therefore, the reported condition could not be confirmed. The review of the log files showed that the proximal acquisitions for the case were acquired to medially to the anterior cortex line and should have been acquired more laterally. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, that there was a notch on the femur cut of the surgery. It was further reported that the anterior cut was deep on the lateral and medial surface. It was reported that the pointer was not used to verify the cut due to noticeable notching of the anterior femur. It was reported that a revision femur with stem was used due to medial notching of the anterior femur. It was reported that the procedure was planned for cemented ps. It was reported that the device has been working since this issue. It was reported that the device was being used with a robotic assisted base station device. The exact date of this event was unknown. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, unknown. UDI: (B)(4).